Event description:
The customer was testing samples from the emergency department using the aeroset analyzer's reserved stat position of the sample carousel. While switching out samples for the next run, the customer did not notice that the stat sampling indicator led was illuminated and when loading the next samples, the analyzer's probe pierced the customer's finger causing it to bleed. The customer was wearing gloves at the time. The finger was cleaned with a disinfectant solution and bandaged. The customer received an injection of hepatitis b vaccine as well as a hyperimmunoglobulin complex (400 units). They were started on a regimen of combivir tablets.